Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2019-10430. It was reported that the patient is experiencing ineffective therapy and may undergo surgical intervention to resolve the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Reference manufacturer number: 1627487-2019-12060. It was reported that the patient experienced ineffective therapy. The patient underwent surgical intervention on (B)(6) 2019 wherein the scs system was explanted and replaced. Therapy was reportedly restored post-operatively.